Event description:
After mapping the right atrium during an ablation procedure, the generator was powered on but it was unable to fully boot. The generator was power cycled and the power source was disconnected and reconnected, but the issue remained so the procedure was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
One 1500t11 -cp cardiac ablation generator was received into the lab for analysis. Visual inspection of the returned generator indicated all input and output connectors and labels were free of physical damage. It was also verified that all internal components were secured. Ac power was applied, but it didn't successfully execute the power on self-test. Only the up and down arrow keys illuminated at the front panel and no audible tones were emitted during the initialization process. Inspection of the internal components revealed there were no power outputs from the internal psu (power supply unit). No additional testing was performed as the device was received in a condition which does not allow functional testing.